Event description:
It was reported that following the implant of transcatheter bioprosthetic aortic valve within a patient with permanent atrial fibrillation, an electrocardiogram (ECG) identified a left bundle branch block (lbbb) along with bradycardia. The lbbb resolved, however, the patient required ongoing intermittent pacing for the bradycardia. Intravenous medication was administered. The electrophysiologist was consulted the day following the valve implant. Atrial fibrillation with a slow ventricular response was the indication for a leadless permanent pacemaker which was implanted the day following the valve implant. Hospitalization was prolonged and the patient was discharged two days following the valve implant. The event was reported as causal to the implant procedure and valve. The event resolved.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-34}; product lot/serial number {{0012724097}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-34}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of transcatheter bioprosthetic aortic valve within a patient with permanent atrial fibril lation (afib), an electrocardiogram (ECG) identified a left bundle branch block (lbbb) along with bradycardia. The lbbb resolved, however, the patient required ongoing intermittent pacing for the bradycardia. Intravenous medication was administered. The electrophy siologist was consulted the day following the valve implant. Atrial fibrillation with a slow ventricular response was the indication for a leadless permanent pacemaker which was implanted the day following the valve implant. Hospitalization was prolonged and the p atient was discharged two days following the valve implant. The event was reported as causal to the implant procedure and valve. The event resolved. Additional information was received which indicated that the lbbb was transient. The lbbb was reported as possibly related to the delivery catheter system (dcs) and compression loading system (cls) and probably related to the implant procedure and transcatheter valve. Following the procedure a vasopressor was initiated due to hypotension. The intensive care unit documentation noted this medication was weaned off the following day with the hypotension resolution. The hypotension was reported as possibly related to the valve implant procedure and valve. The day following the valve implant an echocardiogram identified mild paravalvular leak. Treatment was not required. Additional information was received to report resolution of the afib with slow ventricular response.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6) ubd: 19-mar-2027, UDI#: (B)(4). Product ID: l-evolutfx-34, serial/lot #: (B)(6) ubd: 03-mar-2027, UDI#: (B)(4). Updated data: b5, d4, h10, h6. The codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the left bundle branch block (lbbb) was transient. The lbbb was reported as possibly related to the delivery catheter system (dcs) and compression loading system (cls) and probably related to the implant procedure and transcatheter valve. Following the procedure a vasopressor was initiated due to hypotension. The intensive care unit (ICU) documentation noted this medication was weaned off the following day with the hypotension resolution. The hypotension was reported as possibly related to the valve implant procedure and valve. The day following the valve implant an echocardiogram identified mild paravalvular leak (pvl). Treatment was not required.